Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported patient underwent a right partial knee arthroplasty on (B)(6), 2010. Patient experienced limited mobility due to replaced broken left hip causing pain and dizzy spells on (B)(6), 2011, which has not been resolved to date. It is further reported patient alleges left knee slightly symptomatic. Subsequently, patient expired on (B)(6), 2013 due to unknown reasons.